Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fill tubing amount was lower than the expected because the fill amount was 8 units and the customer calculated 12 units. The customer was disconnected from the infusion set tubing at the time of the event. The customer stated was concerned about an over delivery due to the pump displayed 8 units but additional units were needed to fill tubing. The customer was concerned of the possibility this could occur in a bolus or basal delivery. During troubleshooting with tandem technical support, the customer performed a fill tubing and observed drops at an expected fill amount. There was no impact to the customer's blood glucose levels. Customer declined further troubleshooting.